Event description:
It was reported that "the catheter was difficult to insert. Upon withdrawal, it was found that the tip of the sheath was cracked". As a result the iab was removed and replaced. No patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.